Event description:
It was reported that during a coronary stent procedure, after successful deployment of a self expanding stent, a cine showed that post dilation was needed. The lesion was rewired with the same wire and some resistance was felt during advancement. The wire was removed with some resistance and another wire and balloon was used for post dilation. Another cine showed radiopaque fragments at the distal end of the stent. Upon examination of the wire it appears that a 2-3 mm segment of the polymer coating is missing. No attempts were made at retrieval. Pt status is listed as "okay".